Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, when the short port was being removed, the balloon was noticed to be shredded and piece fell into the pt's leg. All the pieces were removed using a pickup. No further complications were reported.